Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that during a refill, the actual residual volume of 40 milliliters (ml) was greater than the expected residual volume of 1.6 ml. The patient experienced a return of symptoms, increased baseline spasticity and spasms. The patient was scheduled for a dye study; however, she did not end up going through with it. It was questioned if there was a possible kink in the catheter. Additional information was provided that although the patient refused the dye study, she said, she would do it. A review of the log did not show any stops/stalls. It was noted that 20 mg oral baclofen often started as initial intervention. The drug in the pump was lioresal (baclofen).